Event description:
A patient reported experiencing inaccurate erratic results with a one touch profile meter. The patient's blood glucose results were 2.7 mmol and then 14.8 mmol. Tests were done within 10 minutes with a difference of 122%. Patient did not experience any adverse events. No further information has been reported.